Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04413. It was reported the patient was experiencing ineffective therapy. It was noted that one lead had fractured and invalid impedances. As a result, the patient underwent surgical intervention during the lead was supposed to be replaced, but during the procedure the lead anchors were scarred together so the physician explanted and replaced both leads. Therapy was turned on post-procedure.